Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device failed its self test with the error code c0000-00-0002. There was no negative patient impact.

Event description:
The customer reported that the device failed its self test with the error code c0000-00-0002. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.